Event description:
Additional information from the consumer reported she was drinking cranberry juice every day and she turned stim off to resolve the symptoms. She clarified the leaking occurred during cough/ laugh/ sex. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tbs3, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported a loss or change of therapy. The patient stated that she had never gotten therapy benefit. The patient was having symptoms that she did not have before the implant. The patient was not emptying completely and the doctor had to catheterize her today. Between the hours of 2am and 6am the urine just leaks out or if she bends over to put her shoes on, it just comes out. That did not happen prior to implant. The patient saw doctor this morning and the doctor told the patient to contact the representative for programming adjustment symptoms reported were: leaking and not emptying bladder completely. Event date: (B)(6) 2015. The patient reported she has rheumatoid arthritis and autoimmune disease - pt states she has "choco foot". No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.